Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user entered the incorrect site change reminder. The customer's blood glucose level was 247 mg/dl. Reportedly, the customer corrected the site change reminder to resolve the issue.